Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received failed selftest alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they reset the insulin pump and the failed selftest alarm recurred. The customer was advised to bolus in the air after removing the reservoir. The customer stated that the bolus was not recorded on the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump was programmed with the correct time and date and monitored for three days. Several boluses were programmed and delivered properly. No bolus history or delivery anomaly was noted. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.